Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that following a surgery the patient had a possible infection that might inhibited of getting relief from the stimulator. Symptom of low fever was noted. The physician believed that the infection or fever was not related to the surgery and the caused was unknown. The patient was placed on antibiotics.